Event description:
The customer reported that the right and left panels have the pull tabs broken. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - pull tabs broken. Evaluation: results: evaluation of the returned product found on the left side pt access window the zipper slider body is open. There is a 1 inch hole in the netting on the right window. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).